Event description:
A customer in the united states notified biomérieux of a false resistant oxacillin (ox) result for a patient staphylococcus aureus isolate when testing with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321123103). Testing was performed on two vitek® 2 systems, with testing on the first system occurring before and after preventive maintenance (pm) and testing on the second system after a pm. First vitek® 2 before pm: ox = >= 4 (resistant). First vitek® 2 after pm: (B)(6). Second vitek® after pm: (B)(6). Alternate testing: pbp2a = neg. No incorrect results were reported to physicians and the customer reported that there was no known impact to patient care. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An investigation was completed in response to a customer complaint of a false resistant oxacillin (ox) result for a patient staphylococcus aureus isolate when testing with the vitek® 2 ast-gp67 test kit (ref 22226, lot 1321123103). The customer submitted the strain for investigational testing and the identification was confirmed to be staphylococcus aureus. Investigational testing included testing the strain using reference methods as well as analyzing the strain using the customer's lot (1321123103) and a random lot (1321040103). ----reference test results:---- agar dilution (ad) oxacillin: mic = 0.5 mg/l (susceptible) cefoxitin disk diffusion: 24 mm (susceptible) pbp2a = negative ---- vitek® 2 ast-gp67 results---- customer's lot (1321123103) oxsf = negative oxacillin mic = 0.5 mg/l (susceptible) random lot (1321040103) oxsf = negative oxacillin mic = 0.5 mg/l (susceptible) ----conclusions---- the customer's false resistant oxacillin results were not reproduced. The vitek® 2 ast-gp67 cards and reference method are in agreement and the cards are performing as expected. Ast-gp67 lot # 1321123103 met final qc release criteria. The lot passed qc performance testing. A field service engineer (fse) was dispatched to this customer site, performed preventive maintenance (pm) and repaired a frayed and dirty pulley belt. A field application specialist (fas) also conducted a customer site visit and found only one potential issue, reporting the customer was not zeroing the densichek plus on a daily basis. Repeat testing after these site visits did not reproduce the discrepancy.